Event description:
Pt had an endoluminal graft (elg) installed at the hosp to address an abdominal aneurysm. Pt was examined the day before and found to be a suitable candidate for this procedure. The only warning they received was that the dye used in the procedure was toxic to the kidneys but it would have no lasting effect. The procedure took 4 to 5 hrs instead of one hr as initially advised. Pt was suffering incredible pain in their back and could not move their feet following surgery. Pt's spouse was told that "plaque was chipped off the aorta" but that it was low enough so that the kidneys were not affected. Pt also could not urinate during their 9 day stay at the hosp. Pt was told they probably had a prostate problem. Pt underwent a myriad of tests at a different hosp in another state with no solution. Following several bouts with liquid in their lungs it was determined by dr that pt had suffered kidney failure and paralysis of the bladder. It appears that installation of the elg chipped plaque into the bloodstream, blocking blood to the kidneys, bladder and other areas. Pt had no problem at all with these organs prior to surgery. Rptr and pt understand that the presence of plaque is easy to determine and this should be a fundamental test before an elg is installed. The MFR has been advised.